Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump for spinal pain. It was reported the patient experienced on-going withdrawals about four months prior to their pump being replaced on (B)(6) 2019. It was reported the pump was not pumping correctly and this was determined on (B)(6) 2019. It was reported the patient was just starting to get over the withdrawals with their new pump. Regarding their dose, the patient reported they were 7 percent lower than what they were at with their old pump. No further complications were reported or anticipated.